Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 5109995/5110357.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program adjustment. The patient underwent an explant procedure. All device components were removed and were not returned.